Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported nuisance downstream occlusion which was not reproduced during evaluation. A review of the event history log identified nuisance downstream occlusion. The cause was determined to be the downstream tubing guide depth out of specification. The downstream tubing guide depth were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a nuisance downstream occlusion in the intensive care unit department during programming/set up. There was no patient involvement. No additional information is available.